Event description:
Staples placed (B)(6) 2018 to close a right forearm laceration. Pt in for wound check (B)(6) 2018. The pt has erythema originating from and confined to the sites of staple placement over the dorsal right forearm wound. No localized heat, streaking, purulent discharge, wound drainage, or impaired wound healing. Intervention consisted of staple removal, placement of wound closure strips, and re-check in 3-4 days to observe for remission of symptoms. Reason for use: wound closure with staples. Therapy start date: (B)(6) 2018, therapy end date: (B)(6) 2018.